Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer's spouse reported via phone call that the customer was hospitalized due to diabetic ketoacidosis and a high blood glucose of 300 mg/dl on (B)(6) 2016. The customer¿s blood glucose level was 282 mg/dl at time of incident and current blood glucose level was 123 mg/dl. The customer¿s blood glucose level was under 400 mg/dl, 415 mg/dl, 408 mg/dl, 423 mg/dl, 428 mg/dl, 360 mg/dl, 417 mg/dl, 166 mg/dl, 416 mg/dl and 342 mg/dl. The customer was treated with the insulin pump and syringe. The customer alleged the insulin pump was under delivering and kept dosing for blood glucose and blood glucose would continue to stay high. Customer declined to check for the presence of leaks or air bubbles in the tubing or reservoir. The customer was advised to revert to back up plan per health care professional instructions until replacement arrives. The insulin pump will be returned for analysis.